Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that, the insulin pump had blank display screen and had multiple insulin pump errors. The blood glucose was unknown at the time of the incident. The screen became pitch-black and currently, the reported pump returned to home screen and items of reservoir and tube were displayed below. Performed self-test and was completed. When removing air bubbles was performed again, only the record at that time was displayed. The device is expected to be returned for analysis.

Manufacturer narrative:
The device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement and selftest. No blank display anomalies noted during testing. Pump error 4 followed by pump error 15 was present in the pump trace download, problem isolated to electronic assemblies.